Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device, a 9600tfx 26mm, was implanted in the aortic position using a valve-in-valve procedure due to aortic stenosis. The implant duration of the original device at the time of the procedure was eleven(11) years, ten (10) months . Both devices remain implanted. The procedure was reported to be successful. There were no reported complications.